Event description:
During the evaluation of a returned spectrum infusion pump, baxter experienced system error 105 alarm. Any patient involvement or medical intervention is unknown since this was found during evaluation of the device. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The symptom of system error 105 was reproduced and confirmed during evaluation. This error message has been attributed to a failed motor. The motor assembly was replaced.